Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that the surgeon was attempting to register off of an axial scan and received a 1.8 millimeters error metric, but was unable to advance into navigate. The button was grayed out and the screen was flashing a low system performance message. The system was rebooted, but at that point the metric was stating 79.2. The site attempted to delete that registration and were unsuccessful. They then went back and selected a sagittal image and were able to register with a 1.9 mm error metric and advance into navigate. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
Software analysis was conducted and determined that event was related to a known software anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure there was an alleged inaccuracy. The site registered the patient off of a sagittal image and received a 1.9mm registration error metric. The predicted accuracy at the tumor site was 1.7mm. The surgeon started to resect the tumor and the tissue came back abnormal, but the surgeon alleged he wasn't actually at the tumor site. The tumor was shifted about 5-6mm superior to where the surgeon was. The case was continued and there was no delay or patient impact.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.